Manufacturer narrative:
(B)(4). Device passed displacement test and self test. Device was tested with all buttons functioning properly. No corroded on keypad traces and stuck button noted during testing. The keypad connector was inspected and fully locked on lcd board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that buttons were hard to push. The customer¿s blood glucose level was unknown. Customer stated that numbers are not ramping on their own. Customer stated the scroll bar is not moving with no input. Customer stated that there was a response from a button. Customer stated pressing menu button takes them to the menu screen. Customer stated using the up arrow allows them to navigate screens. Customer stated not using the down arrow allows them to navigate screens. Customer stated the pump was neither dropped nor exposed to moisture. Customer stated block mode is inactive. Customer stated an alarm was not in progress at the time the button was unresponsive. Customer stated bolus menu was available and they are not seeing 0.0 when attempting to program a basal. Customer stated the button was not unresponsive during an easy bolus attempt. The insulin pump will be returned for analysis.